Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2010. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation. The following allegations have been investigated: vena cava (vc) perforation, embedded, tilt, fear/anger/distress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, anger, and distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on 12feb2010 via the right jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt and vena cava perforation. The patient further alleges fear of possible filter side effects and angry/distress over filter. Standard device retrieval on 05jun2019 due to doctor said filter should have been removed earlier. (B)(6) 2019, per a report from computed tomography (CT); ¿ivc filter 1. Filter location and tilt: top of l2 level to mid l3 vertebral level. There is tilt of the filter to the left on the coronal view by approximately 19 degrees 2. Abnormal positioning of the ivc filter: absent 3. Perforation beyond the ivc wall with or without involvement of the adjacent organ/vessel: present. 4 of the struts penetrate the wall of the ivc and in extend into the retroperitoneal fat. No invasion into the adjacent organs or vessels. The maximum extension beyond the wall is approximately 3 mm. 4. Filter strut fracture or bending: absent 5. Diameter of the inferior vena cava immediately above filter: 31 mm impression: ivc filter as above. Caval perforation present.¿ (B)(6) 2019, per a report from retrieval report (successful); ¿impression: technically successful inferior vena filter retrieval. Findings: images of the ivc show no significant thrombus trapped in the filter. There was adhesive scar tissue at the cone of the filter which causes a filling defect in the vena cava. In addition the infrarenal vena cava was somewhat small but patent. Venography following filter retrieval showed normal flow through the level of the renal veins and infrarenal vena cava. There was some irregularity in the wall consistent with the scar tissue at the site of removal but no evidence of stenosis. Report: the cone of the filter was tilted and initially a loop snare technique was required with a sos catheter and a 0.014 guidewire to free the filter tip from the embedded wall of the vena cava at the level of the left renal vein.¿